Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a video was provided. Upon review of the video, the device is been holding by the hospital personnel, the distal end of the needle has a movement, potentially a breakage. A manufacturer investigation was performed with the following result: an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091 rev48, pic-vs121rev4, pic-vse0028 rev8, 103249724 rev6. The result of this process check is successful, none of the 9 parts were non-conformed. So, there is no need to inspect more parts of the batch nor raise a non-conformance. A training verification has been performed at the moment in the production floor where the issue could have occurred. Every employee has completed the training for the processes. According to process failure modes and effects analysis pfmea-103224786 rev 5: the potential occurrence of having a broken shaft has been evaluated to 0 over 139404 parts since 2016. Effect of having a broken shaft has been evaluated in the wi-6474 rev23 by combining probability and severity levels. (B)(4). This risk is acceptable. Complaint research, with the same defect did show 0 other case with this issue from 2016 to now with the item reference 228152: no nr was found during the research. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. We have 100% control. We could not assemble with a faulty shaft 112980. A defective shaft would be identified if there is one during the 100% inspection. The bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. A manufacturing investigation activity has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A closer look to the controls in production processes has been done. The results show that this batch of product was processed without any incident. Nevertheless, there is no evidence of manufacturing anomalies. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. A manufacturing record evaluation was performed for the finished device 8l45004 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that pre-operatively to a knee procedure on (B)(6) 2022, it was observed that the shaft on the truespan meniscal repair system peek 24 degree was broken off upon opening its package. During in-house engineering evaluation of a video sent by the customer, it was determined that the distal end of the needle had a movement which was potentially a breakage. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.